Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient underwent a procedure on (B)(6) 2012 and suffered a cardiac episode while the surgeon was drilling, causing a drop in blood pressure. The procedure was stopped and patient was stabilized and procedure was completed. Two days postoperatively, it was noted on photos that the sternal locking x plate was implanted incorrectly. The closed end of the emergency pin was orientated in an incorrect direction. The surgeon was aware of the incorrect positioning of the plate and does not plan to revise the patient. The device was not used for a primary closure and the patient was also implanted with wires.